Manufacturer narrative:
Deroyal: the sample reported was not returned for evaluation. Inventory was reviewed with no defects found. This product is latex free. A root cause could not be determined.

Event description:
A sales representative reported that a back support caused a reddened area on the patient's back.